Event description:
Home patient reported pin hole leaks at tubing connection and drain bag of eight y-sets. Six each were noted prior to use and two each were noted during use, in which home patient reported she discontinued treatment and restarted using new sets. No home patient injury or medical intervention required per home patient.